Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: one loose 3ml syringe in a biohazard bag with dried red fluid droplets inside and outside the fluid path was received and evaluated. It was observed the stopper was not correctly attached to the plunger rod. The insecure stopper condition was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll euro 200 s/c stopper separated from the plunger and blood spilled out. The following information was provided by the initial reporter: the customer informs that while taking a blood sample with the 3 ml plastipak syringe from a tunneled central venous line catheter, the rubber from the syringe's plunger was detached. Once the syringe was removed, the blood spilled out from the syringe. One blood contaminated sample available for investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll euro 200 s/c stopper separated from the plunger and blood spilled out. The following information was provided by the initial reporter: the customer informs that while taking a blood sample with the 3 ml plastipak syringe from a tunneled central venous line catheter, the rubber from the syringe's plunger was detached. Once the syringe was removed, the blood spilled out from the syringe. One blood contaminated sample available for investigation.